Event description:
It was reported that during a lobectomy procedure, although the device had already been locked out (no clips in the device), the doctor fired it to the blood vessel. As the device was locked out, the jaw could not be opened. Therefore, the doctor pulled it firmly with the blood vessel to remove the device from the vessel. As a result, the vessel was split open. The pt lost 700cc, but no blood transfusion was performed. Additional suture was performed without opening the abdominal cavity. The pt is expected to have a full recovery.

Manufacturer narrative:
Date sent: 08/11/2008. Info anticipated, but unavailable at this time.